Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) for unspecified reasons. All components of the existing aus were explanted and replaced with a new device. No patient complications were reported. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.